Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error, the complaint states that the balloon was inflated above its rated burst pressure of 12 atmospheres, to 20 atmospheres. (B)(4).

Event description:
Same case as MFR ID # 2134265-2012-00605. It was reported that during a percutaneous transluminal coronary angioplasty, a balloon rupture occurred. Vascular access was gained via the femoral artery. The 95% stenosed, 3.0x21mm, eccentric and progressive target lesion was located in the non-tortuous and severely calcified mid left anterior descending (lad) artery with an ejection fraction of 45%. The 1.5x15mm maverick 2 balloon was advanced to pre-dilate the lesion. Upon inflation to 22atms for 8-10 seconds the balloon ruptured. The device was removed intact. A 2.0x12mm maverick 2 balloon was then used and again the balloon ruptured when inflated to 20 atms for 4 sec. The balloon was removed intact. The procedure was completed with the implant of an unknown 3.0x28mm stent. There were no patient complications reported.